Manufacturer narrative:
Hardware is not being returned as it was disposed of by the hospital. Patient condition made this a challenging case. Visual examination of images indicates that the rod that broke appears to have been under significant stress as a result of the patient anatomy.

Event description:
In 2007, t6-l4 spinal instrumentation was done with expedium system for congenital scoliosis, without fusion method. T6-l4 instrumentation was done for one side of the spine, and t6-t7 and l3-l4 instrumentations were done for the other side of the spine. Because of kyphosis, t7-l3 instrumentation for one side of the spine could not be done. After the surgery, the rod which was used for t6-l4 instrumentation broke and a revision was performed.